Manufacturer narrative:
Imaging: aga requested further information regarding this case, but medical records and images were not provided since there was no malfunction and it was reported that the embolization was the result of the patient's insufficient rims. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Analysis: the aso was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 7f without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Conclusion: the results of this investigation are inconclusive because medical records and images were not provided. The cause of the embolization remains unknown.

Manufacturer narrative:
The device was returned to aga medical on august 22 - analysis is ongoing. Also, we requested additional information including medical records and images. When our investigation is complete, a supplemental report will be sent.

Event description:
According to the initial information received, a 15mm amplatzer septal occluder was used to close a (B)(6) year-old patient's atrial septal defect (asd) that measured 14mm via balloon-sizing. During deployment, the aso appeared stable and did not move upon administering the wiggle maneuver. A few minutes after the aso was released, a trans-esophageal echocardiogram was taken and revealed the aso had migrated and embolized into the left ventricle making it impossible to snare the device. The patient was referred for surgery to have the aso surgically removed and the asd surgically repaired using a patch. The embolization was believed to have been the result of an insufficient, superior rim. The patient was reportedly doing well post-surgery and was scheduled to be discharged two weeks later.